Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues connecting the s8. The site had re booted the system both the navigation system and the mobile view station (mvs) and image acquisition system (ias) three times. Technical services (ts) walked them through navigation connection, making sure the ias was on, digital intercommunication of medicine (dicom) severs and features on the mvs. Ts also walked them through the navigation system connection as well. Ts had them reseed the network cable and try other outlets. The site also stated that they had another medtronic representative on the phone as well trying to fix the issue. The site stated that they resolved the issue and then hung up. This caused a 23 min delay in the case. No impact on patient outcome.